Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up # 2 ((B)(6) 2013) - device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(6) 2013 with the following findings: the meter passed testing with no faults found. No error message was observed. The meter functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2013) - device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(6) 2013 with the following finding: the test strips involved with this complaint were evaluated and er4 was observed with control solution testing. A secondary issue was also noted where more test strips were found in the vial than expected. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.